Event description:
The customer reported that the device will not upload studies. There was no patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.